Event description:
Boston scientific received information that the patient with this lead noted a red, depressed area of skin below is pocket incision line. The patient was seen for a follow up. An invasive revision procedure was performed. The physician cut out an area of the affected skin and no infection was noted. The physician opened the pocket and noted the cap of this previously capped lead had fallen off. The exposed tip of the lead eroded the patient's tissue. A new cap was put on the lead and the patient was admitted overnight for observation. There were no additional adverse patient effects.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete at this time. Should additional information become available, this report will be updated.